Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they were concerned as she now gets a strong urge to urinate but only goes a little and then gets the urge again right away. No further complications were noted or anticipated.